Manufacturer narrative:
Corrected information: there have been two other complaints reported in the lot number. Additional information: product evaluation: ninety-eight unopened samples for the reported lot were returned. One sample was removed from each of the ten cartons. All ten samples were visually inspected and no damage or abnormalities were observed. All ten samples were functionally tested per the dfu using a qualified associated product. No lens or cartridge damage was observed after the ten lens deliveries. The root cause may be related to a failure to follow the dfu; the user facility indicated the use of a handpiece which is not qualified for the lens/cartridge combination used. The use of non-qualified product combinations may lead to delivery issues or damage. Ten functional tests were conducted with the returned unopened samples with no damage or abnormalities observed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that an anterior vitrectomy was performed. The iol was retrieved from the vitreous chamber and was implanted in the sulcus. The patient is being treated with non-steroidal anti-inflammatory drugs.

Manufacturer narrative:
Information was provided from the manufacturer of the handpieces, indicating that all four handpieces that were returned require repair. The damaged handpiece may be a contributing factor to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified 19.0 diopter iol, and a non-qualified handpiece and viscoelastic. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot number. A root cause has not been identified. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during a cataract removal with intraocular lens (iol) implant procedure, the cartridge broke/split and the iol shot out, breaking the posterior capsule and falling to the retina. Updated information was received, indicating that the patient is under treatment and is recovering. Additional information has been requested.